Event description:
Event description cpi received information that during an attempted implant procedure, the physician noticed high lead impedance, and pacing was not consistant, and no r-waves. The physician elected to use another companies lead.